Manufacturer narrative:
Analysis of the catheter (s/n: (B)(4)) showed no significant anomaly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 8784 , serial# (B)(4), implanted: (B)(6) 2018, explanted: (B)(6) 2018, product type: catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider (hcp) via a device manufacturer representative regarding a patient receiving fentanyl (50 mcg/ml at 25 mcg/day) via an implantable infusion pump. The indications for use were noted to be non-malignant pain and chronic low back pain. It was reported that the patient had an accumulation of fluid in the pump pocket. The event date was unknown. The hcp mentioned he drained greater than 300cc of fluid from her pump pocket twice in the office. The patient denied a constant headache. Fluoroscopy was used to see if there was an obvious disconnect of the pump connector but nothing was obvious so he opened the pump pocket on (B)(6) 2018. The catheter access port (cap) was flushed with preservative free saline and it became apparent that the pump connector was the source of the leak as the saline came out around it. The hcp replaced the pump connector. Approximately 300cc of clear fluid was drained from the pocket during the surgery also. No patient symptoms were reported. It was unknown if there were any environmental, external or patient factors which may had led or contributed to the issue. It was unknown if the issue was re solved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.